Event description:
It has been reported to philips that the device failed to show 12- lead ECG reading.

Event description:
It has been reported to philips that the device failed to show 12- lead ECG reading.